Manufacturer narrative:
As reported, when a 5f mynx control vascular closure device (vcd) was withdrawn, it was found the balloon had "busted". A new mynx device was used to complete the procedure. There was no reported patient injury. The integrity of the balloon was checked before using. The vcd was inserted into an unknown 5f sheath, then the balloon was inflated. The user pushed it back against the arterial wall and felt no resistance, so they checked the pressure gauge which also didn't change. They withdrew back the device slowly and got blood back and noted the rupture. The vascular closure device (vcd) was used in an interventional ufe procedure with an antegrade approach. The deployer was an expert user. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, and the device was placed in the common femoral artery, which was arterial, had a diameter of at least 5 mm, and showed no tortuosity or peripheral vascular disease. The vcd was stored and prepped according to the instructions for use. There had been no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure before insertion, but once inside the artery it failed to reinflate; the surgeon felt no resistance when withdrawing the device, and a new mynx was subsequently used to close the puncture site. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2523301 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. Based on the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, access site vessel characteristics and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2523301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 5f mynx control vascular closure device (vcd) was withdrawn, it was found the balloon had "busted". A new mynx device was used to complete the procedure. There was no reported patient injury. The integrity of the balloon was checked before using. The vcd was inserted into an unknown 5f sheath, then the balloon was inflated. The user pushed it back against the arterial wall and felt no resistance, so they checked the pressure gauge which also didn't change. They withdrew back the device slowly and got blood back and noted the rupture. The vascular closure device (vcd) was used in an interventional ufe procedure with an antegrade approach. The deployer was an expert user. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, and the device was placed in the common femoral artery, which was arterial, had a diameter of at least 5 mm, and showed no tortuosity or peripheral vascular disease. The vcd was stored and prepped according to the instructions for use. There had been no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure before insertion, but once inside the artery it failed to reinflate; the surgeon felt no resistance when withdrawing the device, and a new mynx was subsequently used to close the puncture site. The device is not being returned for evaluation as it was discarded.